Event description:
It was reported the light source went into standby after one hour of use. This event occurred during a diagnostic unspecified surgery. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope socket is loosened, the scope cannot be attached. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem found. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.